Manufacturer narrative:
This report is submitted on 07 may 2021.

Event description:
Per the clinic, it was reported that a hole is observed in the eardrum of the patient through which the electrode bundle was seen, leading to the decision to explant the device. The device was explanted on (B)(6) 2020 and the patient was reimplanted with a new device during the same surgery.